Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The biolox ceramic head was returned for examination. Visual examination of the taper hole shows witness marks from use. Outer spherical surface shows two scuffs with finished color gone. No other damage was noted. Dimensional inspection was performed to confirm the size is a 28mm. Dimensions were in specification. A review of all relevant device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item/s and no additional similar complaints for the reported part and lot combination. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a reduction, the head and bearing disassociated. The surgery was completed with different product. There is no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: item # 110031013, vivacit-e dm bearing 28x46mm, lot # 66245382. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.